Event description:
During a remote follow-up, episodes of noise were observed on the right ventricular (rv) lead. During a revision procedure, the device was exchanged and it was observed that there was organic material in the connection of the rv lead port. The rv lead was cleaned out and attached to a new device to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that this occurred during an unrelated procedure.